Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of gastroesophageal reflux disease, osteoporosis, congenital long qt syndrome (lqts), hypertension, prior appendectomy, cholecystectomy, and decompressive acromioplasty complicated by right deep vein thrombosis underwent a left inguinal hernia repair with prosthesis placement using the mesh by videosurgery with the positron emission tomography (pet) technique. Intraoperative findings included a large peritoneovaginal canal, a reduced lipomatous obturator hernia, and a pre-hernia lipoma. The procedure involved dissection, mobilization of the hernia sac, ligation of the round ligament, parietalization of the vas deferens, and placement of a 15 x 10 cm mesh to address areas of parietal weakness. Postoperatively, the patient experienced chronic pain initially attributed to a persistent postoperative hematoma, which persisted as disabling intermittent chronic pain for more than four years after surgery. The patient also had a history of symptomatic left inguinal hernia and right deep vein thrombosis as a complication of previous surgery.